Manufacturer narrative:
The event occurred in: (B)(4).

Event description:
The customer complained of questionable gluc3 glucose hk gen.3 results for an unspecified number of patient samples tested on a cobas integra 400 plus. The customer believed that the gluc3 values were high when testing would be performed with multiple other tests, batch testing. However, when gluc3 testing was repeated by itself, the results would be as expected. From the data provided, the data for 1 patient was a reportable malfunction. The initial gluc3 result was 147 mg/dl with a repeat result of 98 mg/dl. The customer stated that the patient sample was tested on another analyzer without any issue. No further specific details were provided. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The gluc3 reagent lot was 267424 with an expiration date that was requested but was not provided. An extra wash cycle was added for gluc3 and batch testing was again performed. The customer considered the gluc3 batch testing results "good" with the extra wash cycle added. Qc results were acceptable and very close to the target values. The investigation is currently ongoing.

Manufacturer narrative:
Based on the calibration, qc, and error message data, there was no evidence of an instrument problem. The customer has not complained of any further erroneous results. The investigation was unable to find a definitive root cause.